Event description:
It was reported that the distal basket could not be re-sheathed for removal. A sentinel cerebral protection system was selected for use in an interventional cardiology procedure. The distal basket was deployed. The plunger attached to the retrieval sheath came out of the back end of the device. Upon removal of the device the distal filter could not be retrieved back into the sheath. The physician removed the device with the distal filter in the deployed state. There were no patient complications.